Event description:
It was reported that there was low impedance. It was further reported that an eri (elective replacement indicator) date was set in memory, but the eri status bit was not set, and the battery voltage was far above the trip point. This was noted to likely be due to a measurement lockup issue. The rv (right ventricular) lead was capped and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568-53 lead, implanted: (B)(6) 2000. (B)(4).